Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in the hospital. The customer was hospitalized on (B)(6) 2018 due to diabetic ketoacidosis and a blood glucose value exceeding 600 mg/dl. The customer was also hospitalized a second time on (B)(6) 2018 after she falling down; her blood glucose was in the 200 mg/dl range. The cause of death was acute hypoxic respiratory failure. The caller stated that the customer had minor lung and heart issues that may have led to the customer's passing. The customer was also 90 years of age. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death; the customer was too confused to use the device properly. The pump had been disconnected 6 days prior to passing. The customer was not using sensors. The caller also mentioned a post-reset ram alarm, but troubleshooting did not occur for that issue. The caller declined to return the insulin pump for analysis.